Event description:
Customer reported an overload fault and loud popping noise, and the hand control is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and calibrated the hand control. System operates as intended.